Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that since the patient had their dual chamber device implanted the patient has had high heart rate, dizziness, lightheadedness and recently has started falling. The patient¿s spouse stated that the company¿s pacemaker representative said nothing was wrong with the device. They went for a second opinion and was told it was the device all along. It was not picked up with readings. The device remains in use. No further patient complications have been reported as a result of this event.